Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the buttons "1,2,3" on the unlock screen for the pump to respond. Customer's blood glucose level was not impacted. It was indicated that the customer has back up insulin pens for continued insulin therapy.